Event description:
Patient presented in-clinic after received an inappropriate shock. X-ray imaging was performed and revealed the right ventricular (rv) lead had become dislodged. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
Patient presented in-clinic after received an inappropriate shock. X-ray imaging was performed and revealed the right ventricular (rv) lead had become dislodged. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.